Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 215407 on 5/8/2019, and no non-conformances related to the reported complaint were identified. The investigation of the returned device was completed by the failure analysis lab on 5/23/2019. Device evaluation summary: it was reported that a 53-year-old caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 3255cc saline prosthesis and experienced right sided deflation post procedure. During visual evaluation parallel lines of shell wear were noted on the anterior extending to the posterior view, suggesting in-vivo folding or creasing of the device. Additionally, a rupture measuring approximately 1.0 cm was noted in the posterior view. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures, as it can result in rupture in a later time. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor siltex round moderate profile 3255cc saline prosthesis and experienced right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.